Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call of hospitalization for high blood glucose of 500mg/dl. The customer had issues with the infusion sets and had crimped and bent cannulas. Customer treated with an IV and was in the hospital for 3 days. Customer declined high blood glucose troubleshooting but requested additional infusion sets, which will be provided.